Manufacturer narrative:
The patient had a permanent procedure performed on (B)(6) 2019 in which one (1) stimq receiver stimulator (stq4-rcv-a0) and two (2) spare leads (stq4-spr-b0) were implanted bilaterally at the cluneal nerve. On october 14, 2019, the patient contacted the clinical specialist to report the three devices had migrated and one was attempting to protrude through the skin. The clinical specialist reported the implanting clinician did not follow the appropriate suturing and coiling techniques indicated in the instructions for use. It is likely the implanting technique contributed to the reported device. The patient will have a revision. No further details regarding the event were reported to stimwave. Stimulator migration is a known adverse event peripheral nerve stimulator that is mitigated as far as possible in the product's risk management file. The source of the issue cannot be traced back to the device. The device did not fail to meet performance or safety specifications. Stimwave will continue to track and trend events.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from a device migration reported to stimwave on october 17, 2019, by clinical specialist.